Manufacturer narrative:
UDI #: (B)(4).

Event description:
The customer reported that the device cannot boot up. There was no adverse patient impact reported.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event.